Manufacturer narrative:
(B)(4). Date sent: 5/6/2025. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the pn120 device was returned inside it's packaging opened with no apparent damage. During the visual inspection, no anomalies were noted on the tip of the needle. The device was functionally tested to detect any issues. Upon evaluation of the device, it was functionally tested and passed. The device was fully functional according to the manufacturing requirements. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: during insertion, inspect the instrument handle to ensure that the ¿red safety indicator¿ slides proximally in the direction of the stopcock. This action retracts the blunt stylet and exposes the sharp needle tip for penetration. Do not attempt to use the endopath pneumoneedle if the blunt stylet does not retract into the needle sleeve. Once the blunt stylet is free of tension from the tissue, the ¿red safety indicator¿ resets itself back into the distal portion of the handle. Use appropriate testing to ensure that the endopath pneumoneedle is safely in the abdominal cavity. Once testing is completed, insufflate the abdomen. The event described could not be confirmed as no damages were observed and the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. A manufacturing record evaluation was performed for the finished device lot 380d88 number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 4/2/2025. B3: unknown, assumed first day of month that complaint was reported d4: batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the spring is not functionally properly. No patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent: 5/1/2025. Correction: d4. Primary UDI number. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.